Event description:
During testing, it was observed that the device was failing its impedance test, which could result in the device not having the ability to detect a patient connection. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). After observing the device failure, physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
The initial medwatch report indicates: during testing it was observed that the device was failing its impedance test, which could result in the device not having the ability to detect a patient connection. There was no patient use associated with the reported failure. The initial medwatch report should indicate: during testing it was observed that the device was failing its impedance test; however after further investigation into the reported issue, physio-control has determined that the device would have had the ability to detect a patient connection. There was no patient use associated with the reported failure.